Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Refrence number (B)(4). Event occured in canada. It was reported that the patient experienced an infusion set leakage on (B)(6) 2026, with the leak observed at the insertion site. The patient subsequently developed hyperglycemia, which was treated with a correction injection using multiple daily injections (mdi). No further information is available.